Event description:
It was reported that the user experienced high glucose, with a peak blood glucose of approximately 400 mg/dl, after the dexcom cgm lost signal and the ilet suspended automated dosing as designed. Investigation included user interview, review of dosing interruption behavior, and troubleshooting of cgm setup. During follow-up, it was determined that the user had not applied a new dexcom sensor after receiving alerts indicating the need for replacement, resulting in continued absence of cgm data and ongoing dosing suspension. The user was instructed to revert to backup insulin therapy until a new sensor could be obtained from dexcom. No malfunction of the ilet device was confirmed, as it operated as intended in dosing stop mode when no cgm data were available. The event was attributable to user-related factors, specifically the failure to initiate a new sensor following sensor replacement alerts. A follow-up report will be submitted if the device is returned and evaluation identifies additional findings.